Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11: 5 previously reported events are included in this follow-up record. Product return status: 5 devices were received.

Event description:
This report summarizes 5 malfunction events in which the device had a component detach. 3 events had the problem identified during a non-clinical procedure; there was no patient involvement. 1 event had patient involvement, no patient impact. 1 event had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 4 devices were received. 1 device investigation type has not yet been determined. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device had a component detach. 3 events had the problem identified during a non-clinical procedure. There was no patient involvement. 1 event had patient involvement; no patient impact. 1 event had insufficient information received.